Event description:
It was reported that patient's right ventricular (rv) lead exhibited noise oversensing. High ventricular rate (hvr) episodes were also noted. The patient felt discomfort. The lead was capped and replaced on 29 jan 2024. The patient was stable.